Event description:
Report received that the device failed to alarm and display a slide clamp icon when the device was started with no slide clamp positioned in the pump. During preventative maintenance testing, the customer inserted the tubing into the pump, but left the slide clamp outside the pump. Proper installation of the tubing requires that the slide clamp be placed in a designated position inside the pump. With the pump powered on and the pump door closed, if the slide clamp is not placed in its designated position, the pump is designed to alarm and display a flashing slide clamp icon. The customer reported that when the pump was powered on and the slide clamp was left out of the pump with the door closed, the pump infused with no alarm and the slide clamp icon did not appear on the display as expected. Additionally, when customer opened the door with the slide clamp not in the designated position and pressed the start key, the device infused. At this time, there was no clamp icon displayed on the pump screen, and the customer could not recall if the device sounded an audible alarm. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no further information was available.